Manufacturer narrative:
Evaluation summary: the hand piece was returned with a loose amount. It was tested on a generator and gave an error code. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during an unk procedure, an error code was received. There was no patient consequence.